Event description:
It was reported that during use with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m the tubes under filled. This occurred on 4000 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: customer has found already earlier that tubes do not fill to minimum line as they should. They have to take discards tubes to have enough blood to tubes.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and the issue relating to underfill was observed within 3 of the 20 tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m the tubes under filled. This occurred on 4000 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter: customer has found already earlier that tubes do not fill to minimum line as they should. They have to take discards tubes to have enough blood to tubes.